Event description:
The customer reported that his insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the insulin pump was not exposed to a high magnetic field. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.